Event description:
Customer reported having symptoms of low blod glucose, but when testing with the freestyle meter. They received a reading in the 80's. The paramedics were called and they received a reading in the 30's. They treated the customer intravenously in their home.